Event description:
Reporter stated the infusion set leaked insulin. No further details were provided, and the product is not available to return for evaluation. No adverse event was reported in relation to this complaint.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned